Manufacturer narrative:
A lens work order search was performed. No similar complaint type event was found. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found a piece of lens haptic torn off and missing. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted due to vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.